Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedances that were greater than 2000 ohms. The pace sense portion of this lead was found to be fractured, so the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.